Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis identified white particle material on device inner and outer surface. Leak test found no leakage. Fill inspection found no clogged port holes of diaphragm valve. Micro analysis found striated nick on the shell anterior assessed as surgical tool scratch. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Documentation received from a patient representative mentions the implant was far bigger than wanted, pain, and breasts were rippled. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the left side.